Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks throughout its time in use while implanted. Review of these shock episodes noted oversensing and changes in amplitude morphology measurements. The patient was also reported to have received appropriate therapy as well. Boston scientific technical services provided troubleshooting options to the field. The s-ICD remains in service and there were no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received several shocks from the device. A copy of the device data was provided to boston scientific technical services (ts) for review. It was noted the patient received several shocks from the device in two recent episodes in (B)(6) 2024. Ts review of the stored episodes noted that the patient experienced a ventricular arrhythmia at approximately 200 beats per minute (bpm) and the signals were wide with a notched morphology. The wide signals were intermittently double counted by the device (oversensed), and as a result, the detected rhythm met the device's programmed detection criteria of greater than 230 bpm and a shock was delivered. Although this shock converted the arrhythmia to normal sinus rhythm (nsr), the wide amplitude arrhythmia at approximately 200 bpm restarted approximately three (3) seconds later. The device continued to intermittently double count the wide arrythmia and a second shock was delivered that converted the rhythm back to nsr and the episode ended. Approximately 45 minutes later, another episode was stored which was consistent with a ventricular arrhythmia with intermittent double counting of wide complexes and a shock was delivered that again successfully converted the arrhythmia. The arrhythmia recurred approximate six (6) seconds later, which was lower in amplitude but with wide notched complexes. Four (4) additional shocks were delivered in this episode until the arrhythmia was converted back to nsr and the episode ended. Additional troubleshooting options were provided and the device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
With all the available information, boston scientific concludes although the device was not returned for laboratory analysis, bsc was able to perform a detailed investigation based on the available information, including analysis of device data. Oversensing of a wide morphology ventricular arrythmia occurred. The device was operating as programmed based on the signals that were being detected. Although there is no indication of a device malfunction, inappropriate shock is listed as a potential adverse event in device labeling for emblem s-ICD devices and it was determined that well-understood factors (oversensing) contributed to the event.